Event description:
It was reported f5 (rf module monitor has detected a rf module failure) error code appeared. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2010 through (B)(4) 2012. The pulsar generator was received in poor condition, with major surface imperfections on the upper case. The unit had f5 faults during initial testing, but performed correctly after upgrading to the current rfc-dcps harness. The complaint was caused by marginal shielding of the previous rfc-dcps harness. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and recertified for use.